Event description:
The procedure report indicated that patient was transferred to the intensive care unit in stable condition after the procedure.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Follow up attempts are in progress to obtain additional information. If new information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a second device, 26mm bioprosthetic valve, was implanted in a 25mm bioprosthetic valve in the aortic position via valve-in-valve procedure. The reason for reoperation was aortic insufficiency after an implant period of approximately fifteen (15) years and three (3) months. The procedure was successful and no complication was reported.